Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported physical resistance and subsequent treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Case description continued: after attempting to seal the perforation with a 2.5x15 non-abbott balloon via inflation to 4 atmospheres (atm), an attempt was made to seal the perforation using a 2.8x19 rx graftmaster covered stent, however, this stent system failed to cross to the perforation due to vessel calcification and tortuosity, and was withdrawn. At that point, critical care resuscitation was initiated for severe hypotension. Intravenous levophed was started, with boluses of epinephrine and atropine for severe refractory hypotension and cardiogenic shock with episodes of bradycardia. The patient was then intubated and placed on a ventilator. A non-abbott 2.5 ventricular support device was then inserted. The guiding catheter was replaced with an 8fr non-abbott guide catheter. A 3.5x19 rx graftmaster was then crossed the perforation, with resistance felt against the vessel, and was deployed at 14 atm. As the perforation was then noted to be larger than initially anticipated, a 3.5x26 rx graftmaster stent was then advanced with difficulty, due to vessel calcification, and deployed at 14 atm to ensure the entire length of the perforation was sealed. While the perforation ultimately sealed, the patient had already developed severe cardiogenic shock with standstill of both the right and left ventricles and pulseless electrical activity. Angiograms showed good sealing of the perforation with extravasation of dye in the pericardium from bleeding prior to graftmaster use. At that point, based on patient and family pre-existing wishes, the case was terminated as additional resuscitation attempts would prove to be futile and the patient was pronounced dead at 13:52 hour. Reportedly, despite eventually sealing the perforation, the amount of time it took to successfully deliver the graftmaster resulted in cardiogenic shock and cardiac standstill. In the opinion of the physician, use of the three graftmaster devices did not cause or contribute to the patient effects and death. No additional information was provided. Concomitant medical products: guide wire: extra support rotawire; guide catheter: 8fr cls-3.5; stent: 3.5x19 rx graftmaster. The graftmaster stent remains in the patient anatomy and the delivery system was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The rx graftmaster 3.5x19 device referenced and rx graftmaster 2.8x19 device referenced are being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2016, the patient presented with severe mitral regurgitation; cardiomyopathy; three-vessel coronary artery disease with 100% occluded right coronary artery (rca) osteum; an 80% occluded left anterior descending (lad) coronary artery due to volume overload; and recurrent episodes of heart failure. While the patient was considered a possible high risk patient for percutaneous coronary intervention, a cardiothoracic (CT) surgery evaluation concluded that the patient was not a candidate for CT surgery as a blood transfusion would be denied by the patient due to religious reasons and due to being a high risk patient. Patient status was then changed from observation to in-patient. Pre-procedure, the patient and family expressed that they did not wish overly heroic measures be undertaken in the setting of severe complications. On (B)(6) 2016, due to the high risk nature of the intervention for this patient, a 7fr sheath was placed in the right femoral vein for quick venous access and both an intra-aortic balloon pump and a ventricular support device were placed in the room on standby. With a non-abbott guiding catheter and a non-abbott guide wire in place, while performing rotational atherectomy with a non-abbot atherectomy device in the heavily calcified, 80% stenosed, mid left anterior descending (lad) coronary artery, a perforation occurred. Emergency echocardiography showed no evidence of pericardial effusion or cardiac tamponade.